Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, the o2 concentrations were fluctuating between 50% and 80 % when it was set at 60%. The ventilator would alarm for high o2 concentrations when above the set value and then would fall below the set value whereby it alarmed for low o2 concentrations. There was no patient harm. Manufacturer reference#: (B)(4). Importer reference #: (B)(4).

Event description:
Manufacturer reference#:(B)(4). Importer reference #:(B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer and the nozzle units from the o2 gas module and the air gas module were replaced. No goods has been received despite several reminder to obtain parts back. The device logs are confirming the reported event with alarm for high o2 concentration on given date of event. The ventilation begun 16:06 and ended at 22:00, the oxygen fluctuation where intensified over time. At time period from 21:00 to 22:00 the set oxygen concentration was 40% and the fluctuation was from 43% up to 65% according to the trend log file. The pre-use check was successful before and after the event. Our conclusion is that the problem was intermittent and the event was caused by the nozzle units. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).